Event description:
The pt started the treatment on (B)(6) 2011. The pt reported the symptom of the loss of permanent tooth (2.2 - upper left lateral incisor). The treating dr indicated that a class iii tooth mobility was reported prior to the tooth loss. The pt did not report any tooth movement of tooth 2.2 at aligner stage #7, before the tooth came out. The treatment was discontinued on (B)(6) 2012.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specs (results, conclusion) and the device was used in accordance with labeled indications (results). This pt was not a candidate for orthodontic treatment using the invisalign sys, and should have been discouraged during treatment planning based on the pre-existing conditions of bone loss and periodontal disease. The invisalign sys is contraindicated for use in pts with active periodontal disease. Based on the info reported, the orthodontic treatment may have contributed to tooth loss. Hence an MDR is being filed.